Event description:
Complainant alleged that a pt was undergoing an elective cardioversion. The pt was shocked once at 50 joules, and a second time at 150 joules, but when the third synchronized cardioversion was attempted, the device screen displayed a "check pads" message. Defibrillation was attempted several more times, but with the same result. The pads were then replaced with fresh electrodes and the pt was successfully cardioverted. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.